Event description:
It was reported that during an unknown procedure, when the device was plugged in, the screen showed the message "instrument error detected, replace instrument." The device was unable to activate and be used. Nurse replaced the device with a new one and plugged it into the same generator, and it worked properly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4 batch #: x95y37. Investigation summary:  the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with the blade broken inside of the tube. In addition, the device was returned with the clamp arm detached from the outer and inner tube. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device will stop activating when the blade becomes damaged. The device was disassembled to verify, the broken blade was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached  as to how the blade crack issue occurred. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch x95y37, and no non-conformances were identified.